Event description:
It was reported that the pump had a volume discrepancy. The expected reservoir volume was 14.6 mls; the actual reservoir volume was 16 mls. The patient was asymptomatic. The patient outcome was reported as "no injury". The type of medication, concentration, and daily dose being administered via the pump was not reported; device tracking system indicates morphine.

Manufacturer narrative:
Pump motor stall has not been confirmed in this device.